Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed (B)(4).

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving hydromorphone (5mg/ml at 1.5017mg/day and bupivacaine (17.5mg/ml at 5.256mg/day). The indication for use was noted as spinal pain. On (B)(6) 2015 it was reported that the patient had a loss of relief from the pump, it was noted that the dose had been increased over time. A dye study and motor stall study were completed. The results of the motor stall study were not reported, however the hcp was unable to aspirate cerebrospinal fluid (csf) from the catheter access port. The catheter was replaced on (B)(6) 2015 and the dose was changed to hydromorphone (2mg/ml at 0.0961mg/day) and bupivicaine (10.5mg/ml at 0.504mg/day) after the revision. The issue was resolved.

Manufacturer narrative:
Analysis of the catheter noted the complete catheter was returned in two segments. There was a non-significant anomaly found of initially there was an occlusion during the decontamination procedure on segment 2, but the occlusion was easily broken loose. Pressure testing did not show any holes in the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.